Event description:
It was reported by the field service technician that after the ventilator was calibrated, it had shut down. The ventilator was not connected to a patient when the reported problem occurred.

Manufacturer narrative:
This MDR is being filed beyond the 30 filing time frame. The service group inadvertently neglected to report the MDR event to regulatory affairs.